Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified vessel right leg. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any device fragments left, and the procedure was completed with an alternate device. There were no patient complications as a result of this event.